Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during testing, the cs300 intra-aortic balloon pump (iabp) had an external leak error. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) stated that they with called biomed eng. (B)(4) <moorer@mlhs.org>, and did some functional testing over the phone; the issue couldn't be duplicated. Clear for clinical use. H3 other text : issue resolved over phone call.